Event description:
Procedure type: low anterior resection. According to the reporter: during the procedure he surgeon noticed the active blade had been broken and new device was opened to complete procedure. The active blade was found dented (not broken) by the investigation. Therefore, nothing fell into the pt's cavity. No. The active blade was found dented (not broken) by the investigation. There was no bleeding. There was no tissue damage. There was no unanticipated tissue loss. The pt is under observation. Operative time was not extended.

Manufacturer narrative:
(B)(4).